Event description:
The patient reported that within a week or so of implant on (B)(6) 2016 they felt something at the base of their tongue. The patient had the device reprogrammed because of this feeling which resolved the issue. It was further stated that since (B)(6) 2016 they turn stimulation off at night and when they turn it on in the morning they feel a tingling/surge in their hands. The patient noted that it does not last long and then it is gone. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.